Manufacturer narrative:
This supplemental report is being submitted to provide additional information.olympus france.(ofr) sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the all channels of the subject device. The testing result cleared the french guideline. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. However, there was the possibility that foreign object of the air/water nozzle of the subject device was attributed to the insufficient reprocessing of the subject device by the user.

Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4). (B)(4) checked the subject device and found following. The distal end insulation test had failed. The air/water nozzle of the subject device was clogged with foreign object. The light guide lens was cracked. The distal end cap was dented. The adhesive of the bending section rubber was partially peeled off. The bending angle does not meet specification. The instrument channel was deformed. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. [First time; (B)(6) 2021] klebsiella pneumoniae (>25 cfu). [Second time; (B)(6) 2021] klebsiella oxytoca and escherichia coli (the total is >25 cfu). [Third time; (B)(6) 2021] klebsiella oxytoca and pseudomonas aeruginosa (the total is >25 cfu). Klebsiella pneumoniae and pseudomonas aeruginosa (the total is >25 cfu). Klebsiella oxytoca and escherichia coli (the total is between 1 cfu and 4 cfu). Other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.